Manufacturer narrative:
(B)(4): it was reported that mesh was implanted to treat stress urinary incontinence and urethral hypermobility.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was placed into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy and lysis of peritoneal adhesions due to intrinsic sphincter deficiency. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.